Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2015: ck=43 u/l, normal upper limit 200. (B)(6) 2015: ck-mb=1.3 ng/ml, normal upper limit 5.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2015, a 3.5x18mm xience alpine stent was implanted in the proximal right coronary (rca) artery. Post implantation, a plaque shift and dissection was noted. A 3.5x12mm xience alpine stent was implanted, resolving the event. One day post procedure, the patient was discharged home. There was no additional information provided.